Event description:
It was reported that during interrogation, the pulse generator displayed a diagnostics anomaly. After the device diagnostics was cleared the device was re-interrogated, normal device function resumed.